Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported, that the cuff was not inflating or was not inflating correctly. The line to inflate the cuff seems to get jammed, and backs up not allowing the cuff to inflate. They massage the cuff and line, prior to inflation to see if that works better. But that still does not help. It was reported, there was no patient injury or adverse affects.

Manufacturer narrative:
Other text: it has been determined that complaint file (B)(4) with a manufacturing report number of 3012307300-2023-06327 is a duplicate complaint entered in error. Please disregard the previous submission(s). Any additional reporting will be conducted under the applicable file.